Manufacturer narrative:
Please note that the incorrect date was captured and the complaint shows up as late, however the event was reported on time and date of this report was (B)(6) 2015. Also, please note that the event was accidentally reported under MDR report number 2954740-2015-00123, under the incorrect product, but now is being corrected with submission of this report. Also, all the information was reported on time under MDR# 2954740-2015-00123.

Manufacturer narrative:
(B)(4). The coil was found to be undamaged and had the correct secondary winding and softness for "breaking over" inside a confined space and did not contribute to the coil failing to be deployed inside the target site due to "stiffness", therefore it was most likely that distal interference from possibly the coils already dwelling inside the aneurysm (if previously placed), on itself, or from the distal tip of the microcatheter, however the exact contributing factor cannot be determined. The resheathing tool was returned severed with the longer distal section missing. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The complete introducer sheath was missing and not returned. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of coil "too stiff" was not confirmed with product analysis, but the introducer damage was confirmed. The coil was found with the appropriate secondary curve and softness, while the introducer was found damaged. With the available information and product analysis, it appears that procedural factors may have contributed to the event. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Please note that the event was accidentally reported under MDR report number 2954740-2015-00123, under the incorrect product, but now is being corrected with submission of this report. Also, all the information was reported on time under MDR# 2954740-2015-00123.

Event description:
Please note that the event was accidentally reported under MDR report number 2954740-2015-00123, a complaint was filed to 2x deltamaxx (both cdx180312-30 / c30606 and c32325). It was reported that the re-sheathing tool of the 1st complaint deltamaxx coil (cdx180312-30 /c30606) became damaged when pulling back the proximal part of the introducer sheath to unlock. The physician nevertheless introduced the coil to the target vessel, but the microcoil was "too stiff" to be properly looped to embolise the vessel. The physician decided to re-sheath the coil, but since the re-sheathing tool was damaged, the deltamaxx could not be re-sheathed. It was replaced with another coil of the same size, which was successfully implanted. The 2nd complaint deltamaxx (cdx180312-30 /c32325) was then used to embolize the different vessel, but because it was over-sized to fully implant the coil into the vessel, it was decided to recover the coil. However, when the physician pulled back the re-sheathing tool to re-sheath the deltamaxx, it was re-sheathed with the pre-score part "still open". The physician tried to pull back the dpu to re-sheath properly, but unable to do so. It was replaced with another coil, which was successfully implanted. The procedure was completed without causing further issues. There were no patient injury/complications. The physician voiced the concern that the both introducer sheath and the re-sheathing tool of the micrus coils were found to be too fragile to use. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. The complained products will be returned for analysis. The procedure was the bae. The patient's details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. An excelsior (stryker, type unknown) and an enpower dcb / cable (lots unknown) were used for this procedure.